Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The stem, body and head were returned assembled together. The devices were disassembled and inspection confirmed the device was dimensionally compliant. Functional testing was performed and the components assembled together and the body did not rotate on the stem. The exact cause of this event could not be determined based on the information available. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
The customer reported that he was undertaking a revision of a restoration conical hip which was initially implanted approximately 3 months ago. The patient presented because the hip had allegedly dislocated. The surgeon reported that when he opened the patient the cone body had a screw to hold the device in place and although it should have been fixed, the cone body was allegedly rotating freely.

Event description:
The customer reported that he was undertaking a revision of a restoration conical hip which was initially implanted approximately 3 months ago. The patient presented because the hip had allegedly dislocated. The surgeon reported that when he opened the patient the cone body had a screw to hold the device in place and although it should have been fixed, the cone body was allegedly rotating freely.